Event description:
A gore tag thoracic endoprosthesis was implanted. Six months later, a follow-up computed tomography scan revealed that the device had compressed. It was reported that the pt was asymptomatic, a palmaz balloon expandable stent was implanted to repair the compression, and that the pt tolerated the procedure. Further investigation is pending.